Event description:
It was reported that during device replacement procedure, the physician was not able to insert the lead into the header successfully. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to insert the lead into the header was confirmed in the laboratory. The cause of the anomaly was epoxy found around both the v-ring and a-ring springs in the header.